Manufacturer narrative:
(B)(4). Damaged sleeve assembly. The analysis results found that the device sleeve was returned with the sleeve cannula broken at the proximal end. As each device is visually inspected and functionally tested during the manufacturing process, no conclusion could be reached as to what might have caused the damage observed at analysis. One potential cause for the damage found may be the inadvertent application of excessive force or torquing during insertion into the abdominal cavity. Additionally, one orifice of the sleeve housing assembly was broken. This finding is not related with the incident reported. As the obturator was not received and it is the part that has the batch stamp, we did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances.

Event description:
It was reported that during a laparoscopic cholecystectomy, the surgeon placed the trocar and during implementing a 3mm instrument, the trocar was broken. Then placed a 10mm trocar and recovered the sleeve through the 10mm trocar. There were no consequences for the patient; he's fine.